Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. Inadequate storage conditions (excessive light and heat), sterilization and/or expired bands could contribute to the properties exhibited during the product evaluation. The lot number associated with this complaint was researched to determine the manufacturing date of the bands. We can conclude from the research that the bands were within the acceptable age date range to ensure the bands maintain their elasticity properties. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Inadequate storage conditions (excessive light and heat), sterilization and/or expired bands could contribute to the properties exhibited during the product evaluation. The lot number associated with this complaint was researched to determine the manufacturing date of the bands. Per the band supplier, if properly stored, tubing [bands] can maintain its specification properties for five (5) years or longer. The tubing [bands] should be stored in containers, which are sealed from airflow and light. These bands are stored at our facility in an air tight container to protect against exposure to ultraviolet (uv) light. We can conclude from the research that the bands were within the acceptable age date range to ensure the bands maintain their elasticity properties. As a precaution the instructions for use state: "band ligation may not be effective when applied to small varices." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic procedure, the physician used a cook 6 saeed shooter multi band ligator. As reported to customer relations: "in the therapeutic procedure for esophageal varices, two ligatures [bands] were loose, having a larger diameter than usual [band is not tight enough] and not related in varicose veins [not related to the varices]."

Event description:
The following was initially reported to the FDA on 10/14/16: "during an endoscopic procedure, the physician used a cook 6 saeed shooter multi band ligator. As reported to customer relations: "in the therapeutic procedure for esophageal varices, two ligatures [bands] were loose, having a larger diameter than usual [band is not tight enough] and not related in varicose veins [not related to the varices]." The following additional information was received 2/14/17: two bands were successfully deployed. After aspiration of the third varix (red out sign) [a sign that adequate amount of tissue was suctioned in the barrel] the band didn't deploy, but it did get out of the device. The physician quickly took the endoscope [from the gastrointestinal resident], because there was minimal bleeding and the device failed again. The ligation was finished with the fifth and sixth band.